Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was over 500 mg/dl at the time. The customer's other blood glucose values were 196 mg/dl, over 300 mg/dl, 356 mg/dl and 400 mg/dl. She also reported that her transmitter was showing a red x and was not able to communicate back with sensor. The insulin pump will not be returned for analysis.